Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer was admitted to emergency room on (B)(6) 2014. The customer treated low blood glucose with food. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.

Event description:
This case is for the (B)(6) 2021 incident for the 770g pump. Please see (B)(4) for the (B)(6) 2014 low blood glucose incident on the paradigm mmt-523lnas pump. There was no reported low blood glucose against the 770g system. Customer's husband reported that the minimed 770g algorithm is too "tight" which resulted in the sensors not functioning properly on the first day of insertion (prolonged wetting period) and eventually prompting the calibration not accepted alert and the change sensor alert. Customer had since found a resolution to the reported sensor issue(s) by simply prematurely inserting a second sensor the evening before the customer was due to change the current sensor which allowed the sensor to become fully wet/properly situated in the interstitial fluid. Customer's husband stated that the customer had not experienced any more first-day sensor issues since modifying the sensor insertion. Pump was used at the time of the incident. Customer attempted to use the sensor and got calibration not accepted and change sensor. So, auto mode was not used at the time of the incident.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.